Event description:
It was reported the pt felt discomfort where the lead was located when she lies on her back. The pt reported the issue was present since she received the lead. Follow up identified the pt was scheduled for an appointment with her physician regarding the issue. It was reported the physician planned to have x-rays performed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.